Event description:
Suction equipment delivered to home, not functioning properly at approx 6 pm. Functioning equipment not supplied until 4:00 am. 10/29/96 pt needed gastric suction from j-tube, continuously. Pt hazard: abdominal distention, pain, excessive gastric fluids.